Event description:
Customer reported that when they attach a 60" braun extension set with a fixed collar (item # et112) to the (B)(4), the solution will sometimes leak out and it seems as if the connection is not tight. This particular event occurred during a nuclear medicine pet scan and the entire room had to be decontaminated due to the leak. There was no report of pt harm and no medical intervention was required. Although requested, no further pt or event information has been provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.